Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
It was reported that the patient had post-operative complication of component loosening. "Since (B)(6) 2022, probably after musculation efforts, intense pain in the left elbow. X-rays show a loosening of the humeral implant (stem) and lateral deviation of the radial implant. The patient experienced pain on his prosthesis when practicing weightlifting, and during a move. He did not really follow the precautionary instructions and avoidance of carrying loads. The patient underwent a revision to remove the radial implant and change the humeral implant. The ao classification does not apply to bone loss of the humerus, ulna and radius (after 7 interventions following an open fracture in 2013 by motorcycle accident). This is well beyond c3.

Event description:
It was reported that the patient had post-operative complication of component loosening. "Since october 22, probably after musculation efforts, intense pain in the left elbow. X-rays show a loosening of the humeral implant (stem) and lateral deviation of the radial implant. The patient experienced pain on his prosthesis when practicing weightlifting, and during a move. He did not really follow the precautionary instructions and avoidance of carrying loads. The patient underwent a revision to remove the radial implant and change the humeral implant. The ao classification does not apply to bone loss of the humerus, ulna and radius (after 7 interventions following an open fracture in 2013 by motorcycle accident). This is well beyond c3.

Manufacturer narrative:
Correction: h6 clinical code. The reported event could be confirmed. The device was not returned for evaluation; however, through the evaluation of the provided x-rays and a medical expert's opinion, the event could be confirmed. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design related problems were found during the investigation. The medical opinion of a medical expert was requested to evaluate the risk of this event: I carefully reviewed the documents and the x-rays that were sent to me. The patient had a complex fracture of the elbow in 2014 and underwent 7 surgeries before implantation of the total elbow arthroplasty (tea, including rh implant) in 2022. In the pre-operative situation, the patient practically had a ¿floating elbow¿ because of the bone loss including the distal humeral epicondyles and soft tissue damage. The risk of a pre-existing surgical site infection was communicated with the patient. In fact, intra-operative cultures taken during tea implantation showed staphylococcus aureus, for which the patient was treated with antibiotics for 2 months postoperatively. The x-rays confirm the alleged adverse event of tea implant loosening and radial head dislocation. The adverse event most likely is attributable to multiple factors including insufficient bone quality, lack of good soft tissue and muscular support for elbow stability, probability of persistent infection (as per distal humerus periosteal reaction on the x-ray) and overloading of the elbow because of weight-lifting activities by the patient. The confirmation/exclusion of persistent infection can be made during the revision surgery for sure. If the device is returned or if any additional information is provided, the investigation will be reassessed.